Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose readings have been lower than her blood glucose readings, causing her insulin pump to unnecessarily suspend. She stated that she had multiple sensors come out and an infusion set that came out as well. By the time she called her sensor glucose was 42 mg/dl but her blood glucose was 110 mg/dl. Troubleshooting was initiated for the sensor inaccuracy. The customer mentioned that her insertion site was black and blue and had bled when she inserted since she was on blood thinners. The customer was advised on proper sensor insertion, usage, and calibration. It was recommended that the customer try using the enlite overtape. Additionally, the customer mentioned that she had been hospitalized twice in (B)(6) while using another insulin pump; it is unknown whether the customer wore a sensor at the time. No products were returned and a replacement sensor was shipped to the customer.